Manufacturer narrative:
This e-MDR is the correction for the previously submitted manufacturer report number 2016493-2018-00782 which was inadvertently submitted under an incorrect fei. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing which was infusing etoposide to a patient was noted to be cracked and leaking between the fused texium and tubing. There was no patient harm.